Manufacturer narrative:
H3: device evaluation is anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a 'bakri tamponade balloon catheter' was used for treatment of postpartum hemorrhage (pph). Prior to patient contact, the balloon was inflated with liquid when leaking was noted. Another unspecified device was used to complete the procedure. The patient experienced an estimated blood loss of 2455 ml after the device failure. The total estimated blood loss was not specified. A blood transfusion was administered with 4 units of red blood cells (rbc) and 10 units of "pc". No additional patient consequences were reported.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: d4, e4. Investigation ¿ evaluation. As reported, a 'bakri tamponade balloon catheter' was used for treatment of postpartum hemorrhage (pph). Prior to patient contact, the balloon was inflated with liquid when leaking was noted. Another unspecified device was used to complete the procedure. The patient experienced an estimated blood loss of 2455 ml after the device failure. The total estimated blood loss was not specified. A blood transfusion was administered with 4 units of red blood cells (rbc) and 10 units of "pc". No additional patient consequences were reported. Reviews of documentation including the complaint history, device history record (DHR), quality control (qc) procedures, and instructions for use (IFU), as well as a functional testing of the returned device, were conducted during the investigation. The complaint device was returned in open package with label. The device was reported prior to use, but the balloon was returned covered in blood. The functional leak testing revealed that the balloon leaked through the distal side port. Lumen communication was confirmed. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances that could have contributed to the reported failure mode. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Because adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: how supplied 'upon removal from the package, inspect the product to ensure no damage has occurred.' Based on the available information, inspection of returned device, and the results of the investigation, cook has concluded that the nature and cause of the issue could not be determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.